Event description:
It was reported that the device screen kept shutting off. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was confirmed through functional and performance testing. Therefore, a conclusive cause of the reported failure could not be determined.